Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07430. It was reported one of the patient's leads had migrated and the patient could not feel stimulation on the left side. As a result, the patient underwent surgical intervention to have the migrated lead repositioned on (B)(6) 2015. Effective therapy was obtained after the surgery. The patient has two leads. Both leads are being reported because it is unknown which lead migrated.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).